Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {{unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day of implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to congestive heart failure (chf).

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. The chf occurred prior to the valve implant procedure and the device was implanted to address the chf rather than a contributing factor. There is no evidence to suggest a death, serious injury or malfunction for this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day of implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to congestive heart failure (chf). Additional information was received that the valve was not a contributing factor to the event as the patient had chf prior to the se mi-emergent transcatheter aortic valve implantation (tavi) procedure.